Event description:
Information received from an unknown foreign healthcare professional reported there was a technical issue and infection at the connection. The event occurred at follow-up. The event management details was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.